Event description:
Complainant stated that the inner lumens of 15mm connectors were almost occluded with fragments. However, on eval, internal flash on the carlens adaptor was found to be the problem.

Manufacturer narrative:
Description of complaint: the inner lumen of the y piece (carlens adaptor) were almost occluded. Batch paperwork: batch records indicated no such problem with this order. Retain sample: the retain sample carlens adaptor was examined and the inner lumen was found to be partially occluded. Closer examination of the returned samples reveale a small flap of excess plastic in one of the ports where the smaller diameter tube joins the connector. This thin flap is secure and not loose but has partially occluded the inner diameter. This excess plastic has been traced to a very specific based moulding campaign. This is a two cavity mould and "wear" on the core pin caused an internal flash on the problem order. This deterioration in core pin is caused by normal "wear and tear" and is not apparent or detectable on visual inspection of the mould. Quality: no death or permanant injury to patient reported. Confirmed: the reported problem was detected on examination of the returned unit. Justified: there is evidence to suggest that the reported problem occurred in house. Corrective action/comment: (a) the mould in question has been repaired and the training program has been revised to include careful visual inspection of the injection moulded parts since mould wear of this nature is not apparent on the tool itself. (B) a recall of the above lot number has been initiated.